Event description:
A device report from synthes (B)(4) indicated: on (B)(6) 2010, after surgeon and patient consultation, it was determined that the patient elected to be treated with a n-flex rod posterior spine construct. The patient was implanted with n-flex rods on (B)(6) 2010. X-rays taken on (B)(6) 2010 revealed 2 broken rods and no additional treatment was noted at this time. On (B)(6) 2011, the patient returned to the surgeon and it is reported that the patient was told there was no rod breakage. At a later, undefined date the n-flex rods were noted as broken and on (B)(6) 2011, patient underwent revision surgery to remove the broken rods. Patient was revised to 2nd generation n-flex rods on (B)(6) 2011. This is 2 of 2 reports for the same event.

Manufacturer narrative:
Without a lot number, the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.